Event description:
It was reported the patient experienced uncomfortable heating at the ipg site (unrelated to recharging). As a result, the patient's scs system was explanted.

Manufacturer narrative:
Evaluation codes: results - as returned, both septums were discolored and cored. Visual inspection of the device fond that the lower header chamber had excess body fluid. The cored septum would have allowed fluid to migrate into the header assembly, which would have created an additional current path for stimulation. The leakage current at the header could have resulted in stimulation problems and a change in the system impedances. The ipg was monitored for 1 hour with no signal deviation from initial values observed. No signal presence observed on unused channels and can. Once header assembly was cleaned, the device passed all electrical testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.